Event description:
It was reported that the patient experienced loss of stimulation. The lead was tested with brown box. It looked like the electrodes were separated from this lead. It provided no stimulation. They replaced with a different lead and it worked. Date of implant: (B)(6) 2014. Date of explant: (B)(6) 2014. Explanted - complete. There were no patient symptoms noted. Patient status at the time of the reporting was noted as alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0eake, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of lead model 3889-28 (lot # va0eake ) showed stim lead distal end stretched; no significant anomaly.